Event description:
It was reported that the right ventricular (rv) lead was causing pectoral muscle stimulation in the pocket. The lead was found to have high thresholds and high impedance. The lead is suspect of a fracture. Interrogation indicates oversensing of noise and high short interval counts (sic). The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).